Manufacturer narrative:
H6: investigation summary no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Retained samples were checked and no defect was found. A review of the manufacturing records was performed, and no non-conformances were raised in association with this type of event for this lot.

Event description:
It was reported that the bd micro-fine¿+ pen needle cannula pulls out. The following information was provided by the initial reporter, translated from chinese to english: at 16:40 on april 13th, 2023, the nurse on duty was preparing to inject insulin for the patient. When assembling the needle for a disposable injection pen, the nurse found that the needle cannula dropped, and immediately replaced the needle.

Event description:
It was reported that the bd micro-fine¿+ pen needle cannula pulls out. The following information was provided by the initial reporter, translated from chinese to english: at 16:40 on (B)(6) 2023, the nurse on duty was preparing to inject insulin for the patient. When assembling the needle for a disposable injection pen, the nurse found that the needle cannula dropped, and immediately replaced the needle.

Manufacturer narrative:
Initial reporter phone #: (B)(6). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.